Manufacturer narrative:
During the eval of the device at the MFR's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was found to be contaminated with dust. The blower motor was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for service. The device was not in pt use.